Event description:
Event description guidant received info that the implantable cardioverter defibrillator (ICD) and lead system displayed elevated pacing thresholds and fluctuating out-of-rnage impedance measurements three days after implant.